Event description:
It was reported by the pt that, she had a uterine suspension and rectocele repair in 2006. Since the surgery, the pt states that she has had discomfort and cannot sit. Visits to the gynecologist and urologist informed the pt that there is a problem with the implant and one surgeon opined that it needed to be removed. In 2007, the surgeon who performed the initial procedure reported that it was performed uneventfully. He reported that approx six weeks ago, the pt began to complain of pain when sitting down, absent with standing. The pain was at the incision sites, with tenderness at the sacrospinous ligaments on each side. The pt also has a positive potassium chloride test suggestive of interstitial cystitis. Complete blood count, sed rate, and sonogram are negative or normal. Physical therapy reduced the pain from seven/eight to five but the pt still had pain with sitting. The pt has no dyspareunia. She consulted one urologist who minimally treated her interstitial cystitis symptoms but without improvement. The pt was injected at both sacrospinous ligament sites three days earlier, with xylocaine with kenalog.

Manufacturer narrative:
Date sent to the FDA: 9/27/2007. No conclusion can be drawn at this time. Should additional information be obtained a supplemental 3500a form will be submitted accordingly.